Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was confirmed. Device evaluation and results: not be performed as the subject device was not returned. Medical records received and evaluation: a review of the provided x-ray images by a clinical consultant indicated, "after thirty years in situ, wear of the poly insert available at that time is not unexpected, resulting in osteolysis and acetabular loosening. There is no evidence that factors of faulty implant design, manufacturing or materials of components available in 1986 were responsible for this late clinical situation." On the basis of provided medical assessment, the investigation confirmed the wear of the poly insert resulting in osteolysis and acetabular loosening. There is no evidence that factors of faulty implant design, manufacturing or materials of components available in 1986 were responsible for this late clinical situation. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Rep reported a left hip surgery due to a loose acetabular component.